Manufacturer narrative:
A software analysis was initiated. Analysis was unable to determined the cause of the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the cause of the event was noted to be the user did not know how to use the level/width option.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733467, software version: 2.3 . No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that while setting up for a case the site imported their exam and had a good 3d model, but the 2d views were all black. Adjusting the brightness and contrast was attempted with no resolution. The site swapped to a different CT to resolve the issue. There was no patient involvement.